Event description:
It was reported that an attempt was made to implant the pacing lead but that it was too short for the patient. The lead as returned. A longer version of the same lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies found, (B)(4) full lead analyzed.